Event description:
Reporter indicated that device stimulation was started at the time of initial implant and that the pt subsequently experienced excessive secretions resulting in respiratory arrest. Investigation to date has been unable to determine whether the reported event was related to the vns therapy.